Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
Deflation confirmed via mammogram. Device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event deflation was received on march 11, 2025. With lot number 3598829. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening on the device. As per the investigation procedure, creases and wear abrasion were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a right side deflation confirmed via mammogram. Device was explanted.